Event description:
The end user reported that the starter hole was off center in four wafers out of box of ten with same lot number. Wafers were used and caused a leakage with decreased in wear time from three to four days to twelve hours. Advised not to use the defective wafers. The end user denied for skin irritation with no harm reported. End user to send photo later time but no photo is available at this time.

Event description:
To date no additional patient or event details have been received.